Event description:
User facility reports a crease was noted in the optic lens upon unfolding in the eye. The lens was removed from the eye and the incision widened to insert a pmma lens. No adverse affect on the pt was reported.